Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion in the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: visual inspection revealed that there was moisture found in the display lens and in the ir window on the back of the pump. The battery compartment was found to be cracked below the grip pad. There was no damage observed to the returned battery cap and it was able to be fully secured to the pump. During testing, the pump powered on with audio tones and vibrations functional. The display was found to be blank. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture damage was found in the pump. Unrelated to the complaint, evaluation revealed that the audio bolus button was missing from the pump. The complaint of the pump having no power was not able to be adequately investigated due to the blank display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.